Event description:
It was reported that the patient had a vessel injury during the procedure requiring additional intervention and also had an embolic stroke post procedure. An enroute transcarotid neuroprotection system (nps) was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. After completion of the procedure, the patient woke up in the operating room and was unable to move their right leg or arm. Imaging performed revealed vessel injury at sheath insertion site which was stented from a transfemoral approach. Further imaging revealed that the patient had an embolic stroke. Additionally, it was reported that the patient is doing much better and has regained right leg and face movement with ability to speak and swallow.

Event description:
It was reported that the patient had a vessel injury during the procedure requiring additional intervention and also had an embolic stroke post procedure. An enroute transcarotid neuroprotection system (nps) was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. After completion of the procedure, the patient woke up in the operating room and was unable to move their right leg or arm. Imaging performed revealed vessel injury at sheath insertion site which was stented from a transfemoral approach. Further imaging revealed that the patient had an embolic stroke. Additionally, it was reported that the patient is doing much better and has regained right leg and face movement with ability to speak and swallow.

Manufacturer narrative:
Investigation results: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. A review of the enroute transcarotid neuroprotection system device confirmed that the events of ischemia stroke, muscle weakness and perforation of vessels are known events defined in the product risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.